Event description:
The customer reported a burning smell coming from the generator, and control panel displayed x-ray overtime during a case. The problem occurred with pt on the table and under anesthesia. There was no injury to the pt.